Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized for more than twenty four hours due to a high blood glucose event on 27 feb 2026. The high blood glucose had persisted for more than four hours and was treated with an intravenous drip.